Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being used for gastric pouch creation during a laparoscopic bypass revision, no staples were fired. It was stated that when clamping, the stapler did not close completely as it normally would. The jaws did not close as tightly as normal but did close. A new stapler was used to complete the case. There was no patient injury.